Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-00935 for a description of the second device. It was reported to boston scientific corporation that during an anterior and posterior repair procedure using a pinnacle posterior pfr kit, the lead suture detached "several times" when the physician was attempting to pull the mesh leg through the right sacrospinous ligament with a hemostat, but was having a difficult time advancing it through the ligament. The detached pieces of the lead suture fell outside the patient. The physician was able to pull the mesh leg through the sacrospinous ligament by grabbing further up on the lead suture and pulling it through the ligament, and completed the anterior portion of the procedure using this device, without complications to the patient, who is reportedly in "good condition" post-procedure.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-00935 for a description of the second device. It was reported to boston scientific corporation that during an anterior and posterior repair procedure using a pinnacle posterior pfr kit, the lead suture detached "several times" when the physician was attempting to pull the mesh leg through the right sacrospinous ligament with a hemostat, but was having a difficult time advancing, it through the ligament. The detached pieces of the lead suture fell outside the patient. The physician was able to pull the mesh leg through the sacrospinous ligament by grabbing further up on the lead suture and pulling it through the ligament, and completed the anterior portion of the procedure using this device, without complications to the patient, who is reportedly in "good condition" post-procedure. Prior to the suture detachment the patient had a vaginal dissection and had "some bleeding," particularly in the right side. There was an arterial bleeder which had to be sutured with a 3-0 vicryl stitch, and that achieved hemostasis. Then during further dissection, it began to bleed again and had to be located and sutured again. Other "bleeders" were sutured too, but they were not as significant. The patient reportedly lost an estimated 250 cubic centimeters of blood during the procedure, but is in "good condition."